Event description:
It was reported a tip break occurred. The target lesion was located in an unspecified location. During the procedure, the tip of the guidezilla¿ broke off and a non bsc stent was stuck in it. The devices were removed from the patient by pulling them out over the wire. The procedure was completed with the implant of another stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).